Event description:
It was reported that the user experienced connectivity issues between a dexcom g7 sensor and the ilet device, attempted a toggle procedure without success, replaced the sensor, and then struggled to connect because the ilet cgm setting was not switched back to dexcom g7; after guidance to select the correct cgm type, the new sensor paired and began warming up. Symptoms included no reported adverse clinical effects. Outcomes included successful cgm pairing with no alerts or alarms and no need for further assistance. Investigation included remote troubleshooting and user education regarding correct cgm selection and pairing steps. Investigation of this case revealed use error related to selecting the wrong cgm type during setup, resulting in failed pairing until corrected. It was concluded, based on previously established findings for similar reports, that the cause was user error during device setup and configuration.